Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had random motor error. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had diminished battery life only lasting for one month and no delivery pump setting reset. The customer did not use the insulin pump in 2 days and stated they did not want to waste insulin doing the troubleshooting either. The customer had no deliveries are occurring when they were connected to the insulin pump. The customer changed the set and the site and resolved the issue. The customer stated that they had issues with the battery cap for about 6 months. The customer stated they were getting the low battery alarm. The customer stated that the insulin pump would do a reset after a battery change and sometimes it would take 3-4 times before it would take. The customer stated other battery alarms. The customer stated the battery would last about 1-2 weeks. The customer reported crack in the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected low battery alarm anomalies noted. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test.